Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that there was no anatomical interference , there was no angulation or kink in the delivery system upon deployment, and a 14f delivery catheter was used. Additionally, photo was received from the field and it appears to show the device deformity. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2023, a 25mm amplatzer amulet left atrial appendage occluder was chosen on left atrial appendage occlusion using an 14f amplatzer torqvue 45x45 delivery sheath. The physician selected the occluder based on instructions for use (IFU) recommendation. During procedure, the device was over compressed, and the physician recaptured the device. After first capture, the device deployed in a cobra deformation. The deformed device was never released from the delivery cable while inside the patient. The physician decided to downsize the device, and a new 22mm amplatzer amulet left atrial appendage occluder was implanted successfully. There was no report of any interaction with cardiac structures during deployment and no report of any angulation/kink noticed with the delivery system. The procedure went well with no adverse events. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay. The patient was reported as stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Information from the account indicated that there was no anatomical interference, there was no angulation or kink in the delivery system upon deployment, and an appropriately sized 14f delivery catheter was used. A photo was received from the account which appeared to show the device deformity, however a device inspection could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.